Manufacturer narrative:
Correction: event date in b3, d11 incorrect.

Event description:
.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. During an initial simulated treatment setup, a stalled at a state machine for a long warning occurred. Troubleshooting showed that the air bag in the pump assembly door had separated from its frame on the hinge-side edge. After replacing the air bag, a sb occurred in dwell 4 caused by cycler wouldn't switch to the next supply bag. The cycler weighed fill volume values were within tolerance. During the simulated treatment, a patient line is blocked followed by a drain complication encountered warning occurred, as expected, when intentionally restricting the patient line during a drain phase. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A simulated treatment pre-ast (15 min)-test treatment failed. It has been identified in diagnostic mode that when the dummy tummy was filled to the correct fill volume and the patient line was restricted to simulate a slow flow; the "heater bag vol" screen displayed less fluid than what was physically present in the heater bag. It has been determined, with flow alert option enabled and flow is restricted, the cycler does not correctly track the heater bag volume. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a supply bag lines are blocked alarm. The patient discontinued treatment during drain 1 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4480 ml during drain 2 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 2400 ml. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.